Event description:
Customer reported system stated to reboot on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated connectors on the ps1 power supply, and adjusted the 5v power supply. System operates as intended.